Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to load the cartridge as the "load" on the touchscreen was "greyed out". The customer's blood glucose level was 132 mg/dl. Customer loaded new cartridge to address the issue.